Event description:
Possible angiojet dissection reported. Dr was treating a patient with acute mi. They had dilated in the proximal to mid-vessel with a balloon, then deployed a stent in that area. It was then noted there was thrombus in distal vessel. Angiojet was used in distal vessel and the vessel looked good. A few hours later the vessel closed abruptly. When patient was brought back to the cath lab it was noted that there was a dissection which had occluded the vessel in the same place that the angiojet was used. The area was then dilated and stented with good results. Physician asked clinical specialist, there was no evidence on the films of dissection before or after angiojet use. There was no balloon dilatation in the area in question. The vessel was ectatic and probably fragile to begin with.